Event description:
In a presentation titled ¿long-term results of tigris stent angioplasty in popliteal artery lesions: 3 years-single center real world experience¿ it states 167 patients between february 2013 and december 2016 were treated for popliteal artery lesions with gore® tigris® vascular stents. In the technical results portion of the presentation it states two patients had acute reocclusion.

Manufacturer narrative:
The UDI information is not available since the device lot numbers are unknown. The presentation: "long-term results of tigris¿ stent angioplasty in popliteal artery lesions: 3 years-single center real world experience" by peter huppert, prof. Of radiology and neuroradiology, klinikum darmstadt, is attached. The gore® tigris® vascular stent instructions for use states the following: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis and occlusion.

Manufacturer narrative:
Updated.

Event description:
In a presentation titled ¿long-term results of tigris stent angioplasty in popliteal artery lesions: 3 years-single center real world experience¿ it states 167 patients between february 2013 and december 2016 were treated for popliteal artery lesions with gore® tigris® vascular stents. In the technical results portion of the presentation it states two patients had acute reocclusion. Additionally the patency data in the presentation reflects 90% patency at 30 days, therefore roughly 14/145 patient treatments resulted in loss of patency at 30 days.